Event description:
It was reported that during a vats lobectomy, thepve35a on initial firing going across pulmonary vein, it started bleeding on the specimen side. Clip was used to stop the bleeding. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/9/2023. D4: batch # 352c03. B3: exact event date unk, entered (B)(6) 2023 as only the year was provided. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with two vasecr35 reloads present. The reload (b) was received fully fired with no apparent damage. The reload (c) was received fully fired. Upon evaluation of the reload (c), were noted some hairline cracks and reload deck displacement that does not affect staples formation and the device functionality. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Based on the information currently available, a product issue was identified during the investigation of the reload received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 352c03, and no non-conformances were identified.